Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation and unable to determine root cause of reported problem. Potential root cause for this failure mode could be user related due to heavy salt accumulation on inflation lumen causing blockage. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the latex foley catheter product ifus were found to be adequate based on past reviews. Corrections: d10, h3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that 2 of the foley catheters was requiring a surgical removal. One occurred on 17jul2020. Another foley catheter malfunction was reported on (B)(6) 2020.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that 2 of the foley catheters was requiring a surgical removal. One occurred on (B)(6) 2020. Another foley catheter malfunction was reported on (B)(6) 2020.